Event description:
Report received from the USA stating that the device had an "oil reservoir that was full of water." The residual oil had black specks in it. The device was not used in a surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.